Event description:
It was reported that, the surgeon added 2 levels onto an old xia 2 fusion site, then one of the tulip heads from the old xia2 site pulled off while he was trying to persuade the rod. This screw was replaced with a xia3. Several days later the patient complained of an irregular noise when moving to the surgeon. The surgeon is going to perform exploratory surgery on (B)(6) 2013 attempting to locate the source of the squeaking.

Manufacturer narrative:
Method: device not returned; results: the device identity is unknown and no additional information could be obtained. Without the lot #, cat #, and the actual device, further investigation and inspection cannot be performed. As a result, the root cause of the event cannot be determined conclusively. Conclusion:the customer reported event of a xia 3 device squeaking was confirmed via the correspondence with the sales rep. However, no device has been returned for evaluation. The event resulted in no harm to the patient.

Event description:
It was reported that, the surgeon added 2 levels onto an old xia 2 fusion site, then one of the tulip heads from the old xia2 site pulled off while he was trying to persuade the rod. This screw was replaced with a xia3. Several days later the patient complained of an irregular noise when moving to the surgeon. The surgeon is going to perform exploratory surgery on (B)(6) 2013 attempting to locate the source of the squeaking.